Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter (contour). The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began at 12.58 am on (B)(6) 2019, alleging that he obtained an alleged inaccurately high blood glucose result of "274 mg/dl" on the subject meter compared to "215 mg/dl" on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he manages his diabetes with insulin pump therapy, any in response to the alleged issue he administered an extra 3 units of novolog. The reporter alleges that at 12.58 am on (B)(6) 2019, he developed symptoms of "dizziness, cold sweats and blurry vision". The patient confirmed he did not require any treatment for the alleged issue. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient's test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.